Event description:
Pt was brought to radiology special procedures room for removal of broken mediport catheter from pulmmary vein. Pt's family stated that mediport was placed at another hosp. Device product and lot # obtained from implanting hosp.